Event description:
The use of reflex ultra 45 coblator ii (ref number eica4845-01) by smith & nephew, inc. Has resulted in postoperative secondary atrophic rhinitis ("empty nose syndrome") in both nasal valves, disrupted basic nasal breathing function with a significant adverse decrease in nasal airflow resistance (airway was overexpanded, nasal breathing became equivalent of mouth breathing), mucosal damage post thermal destruction through coblation - for detail, please see "histopathological changes after coblation inferior turbinate reduction" (published in arch otolaryngology head neck surgery. 2008; 134(8): 819-823), berger g., ophir d, pitaro k. And landsberg r. (Reflex ultra 45 wand leads to significant fibrosis, glandular and sinusoid depletion, partial epithelial shedding of the cilia) - and new chronic condition of severe nasal dryness (only 0-5% mucus present), ulceration in the left nasal valve where the turbinate structures were irreversibly damaged/reduced by 50-55% on the left side (vs. 21-25% on the right side), nasal valves collapse. A surgical error and the result of unnecessary turbinate reduction using the reflex ultra 45 coblator ii (ref number eica4845-01) by smith & nephew, inc. The reflex ultra 45 coblator ii device was used by unsupervised fellow dr (B)(6) who hadn't had any significant experience in independently performing complex functional procedures like turbinate reduction. The use of reflex ultra ptr wand device requires "an appropriate level of surgical skill and experience", "completion of a skills laboratory, training by the manufacturer or one of its appointed representatives and observation of similar surgical procedures", "the surgeon should advise the patient of the known risks and complications associated with the surgical procedure and use of this product". The patient wasn't instructed on any of the risks of the procedure and went into the operating room, thinking I would have a limited cosmetic procedure, not full-scale functional changes to the patient's nasal breathing function. Using the coblator ii controller with reflex ultra 45 coblator ii device. None before turbinate reduction surgery on (B)(6) 2021, respiratory distress after surgery on (B)(6) 2021.